Manufacturer narrative:
(B)(4). The actual colleague volumetric infusion pump was evaluated and the reported condition: damaged battery alarm was confirmed and duplicated. The root cause of the reported problem was determined to be depleted batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. The device passed all tests performed per baxter procedures and was returned to the customer in good working condition. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). CAPA assessment: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The user interface module software version of this device is 5.08.92.

Event description:
The facility representative contacted a baxter (B)(4) to report a colleague infusion pump with damaged battery alarm; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that it is unknown if there was a patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.